Event description:
A hospital in (B)(6) reported via our distributor that a piece of pvc tubing connected to an adapter of the rt125 infant bias flow breathing circuit could not be detached for placement of a filter. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This malfunction was reported to fisher & paykel healthcare ('fph') by a distributor in (B)(4). The product is not sold in the USA but is similar to a product which sold in the USA with a 510(k) of k20332. Method: the complaint adapter from the rt125 breathing circuit was returned to fph and visually examined. The insertion depth of the pvc tubing attached to the adapter was compared against product specifications. Results: our inspection of the component indicated that the tubing had been inserted into the groove of the adapter in such a way that made it difficult for removal. Product specifications allow for an insertion depth of 12mm whereas the tubing had been inserted a distance of approximately 15-20mm in this instance. We were unable to carry out a lot check as no lot information was provided. Conclusion: the subject adapter is part of the accessory kit that accompanies each rt125 breathing circuit kit. The component is made up of the adapter and a length of pvc tubing specifically designed to connect to the ventilator. The assembly process of this component involves pressing or inserting the pvc tube into the adapter over a distance specified in our standard operating procedure (sop) specific to this device. The process involves a combination of manual insertion and use of a jig to complete the assembly. It is possible that operator error contributed to the reported fault. The reported fault is usually detectable at the initial equipment set-up stage. This is the first reported complaint of this nature we have received.